Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set fell off during use on 27 may 2024. The infusion set was in use for one day. The area of insertion was cleaned and air-dried. The blood glucose level was 111 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.